Event description:
I am a senior patient who is morbidly obese with limited mobility and chronic pain. I attempted to use an at-home stool collection screening kit (cologuard). During the collection process, the instructions required positioning over the toilet in a way that was physically difficult and unsafe for me. While attempting to collect the sample, I experienced physical injury and significant pain related to the required positioning and balance. The collection setup did not appear to consider people such as myself. I felt at risk of falling while trying to complete the test. I had to stop the process and was left with ongoing pain from a cut and scrape on my vulva area, an bio hazard mess and self humiliation. I am concerned that other patients -- especially older adults or disabled patients -- could be injured attempting to use this kit at home without assistance or adaptive equipment. I am not reporting a problem with laboratory testing accuracy. I am reporting a safety concern with the physical collection method and instructions for patients with mobility limitations.